Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their jaw is cracking, locking and in constant pain and their bite feels like it is changing which is making chewing difficult. No further information is available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.